Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on non-target area due to lead migration. It was also stated that the patient felt numbing feeling at the back. The physician believed that the lead was placed close to cauda equina causing the patients symptoms. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7114403.